Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3888-28 ,lot# l41387, implanted: (b)(60 )1996, product type: lead, product ID: 74002 ,lot# n358841, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Event description:
It was reported that one of the patient's groups was not working. The patient had two groups. Group a was programmed at 0-1+2+ and 4-5+6+, and after the device was increased up to 10.5 volts, the patient was not feeling any stimulation. The impedance was tested at 793 ohms and 8.769ma. The group had not been working for a couple of weeks and it was unknown if there was a fall or trauma. Group b was programmed at 1+2+3- and 5+6+7- and was working fine. The electrode impedance was tested. Electrodes 0-3 showed 1800-3800 ohms and electrodes 4-7 showed greater than 10,000 ohms. When electrode 0 was used as the reference electrode, electrodes 4-7 showed high, but when the reference was switched to 4, electrodes 0-3 showed high and electrodes 4, 5, and 6 showed normal readings. The patient was reprogrammed with a simple bipolar pair, 0-1+, with the amplitude increased up to 9.2 volts, but the patient was still not feeling any stimulation. They were eventually able to program around the issue. The patient was getting good coverage but understood that their leads may need to be revised if that changed.